Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 08-22-2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. It was reported that the patient experienced a skin reaction and an infection which occurred three days after the sensor had been inserted in the arm. Prior to sensor insertion the area was prepped with alcohol. The patient developed a rash, redness, inflammation, and pustules extending beyond the patch perimeter and the symptoms spread throughout the triceps area. Photo of the skin reaction in the complaint record was reviewed. The photo shows redness and inflammation covering the back of the arm. There¿s a bandage over the needle puncture site. The photo confirmed the skin reaction. On 08-18-2024, the patient went to the urgent care clinic and was diagnosed with cellulitis and received a prescription for a course of oral antibiotic medication (cephalexin 500 mg, four times per day for one week). At the time of report the patient was doing well. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.